Event description:
Approx 2 years ago, a minor pt was reported to have had a corneal ulcer. This is being filed as unconfirmed corneal ulcer.

Manufacturer narrative:
This is being filed as an unconfirmed corneal ulcer. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.